Event description:
The user reported that during a cardiac interventional procedure, the physician noticed bubbles (air) in the tubing. The procedure was halted immediately and the device replaced. It was reported that there appears to be a crack on the luer connector. No harm or injury was reported.

Manufacturer narrative:
Device eval: the device eval has not been completed. A review of the device history record revealed no exception documents. A follow up report will be submitted when the eval has been completed. Method: process evaluation. Results: pending completion of eval. Conclusions: not yet available-eval in progress.